Event description:
It was reported that a clearlink IV set experienced backflow from the secondary line. The solution from the secondary line flowed into the solution bag connected to the primary IV set. The primary set was lowered, but the reported condition was not fixed until replacing the clearlink. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.